Event description:
It was reported that research pathology of an explanted heart found 1 unk xience v stent implanted within a restenosed, non-abbott stent in the mid left anterior descending coronary artery. A non-abott stent was implanted in the proximal left anterior descending coronary artery. The xience stent showed restenosis and stent thrombosis. The cause of death was stent related death. The events occurred 210 days post stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis, thrombosis, and death are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.